Event description:
Customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The hospital's biomed verified the malfunction through the error codes in memory, but could not duplicate the reported event. The unit passed extended self testing with no parts being replaced.